Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: seven events were reported for this quarter. Product return status: five devices were received for evaluation. Two devices were available for evaluation but has not yet been received. Evaluation status: five events were confirmed during testing. -five devices were found to be affected by missing paint chips and overheating. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device had paint chips missing and reportedly overheated. Seven events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device had paint chips missing and reportedly overheated. 7 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 6 previously reported events are included in this follow-up record.   Evaluation status 6 reported events were confirmed during testing. - 2 devices were found to be affected by corrosion and paint chips. - 1 device was found to be affected by a lubrication problem. - 3 devices were found to be affected by a lubrication problem and paint chips. Additional information 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.